Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Event description:
Customer¿s brother reported that on (B)(6) 2016 customer received a reading of 32 mg/dl from her adc blood glucose meter that was lower than a subsequent reading of ¿over 300 mg/dl¿ obtained on a competitor¿s device. Caller further reported that after customer received the low reading ¿she took some sugar¿, but a few minutes later she started ¿shaking and had a headache¿ so she called her healthcare provider. The hcp arrived at her home approximately 15 minutes later and performed a test using her/his meter; receiving a reading ¿over 300 mg/dl¿. Customer was treated on the scene with an unspecified amount of insulin. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. Additionally, the age of the customer is an approximation based upon information that indicated the customer was (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s brother reported that on (B)(6) 2016 customer received a reading of 32 mg/dl from her adc blood glucose meter that was lower than a subsequent reading of ¿over 300 mg/dl¿ obtained on a competitor¿s device. Caller further reported that after customer received the low reading ¿she took some sugar¿, but a few minutes later she started ¿shaking and had a headache¿ so she called her healthcare provider. The hcp arrived at her home approximately 15 minutes later and performed a test using her/his meter; receiving a reading ¿over 300 mg/dl¿. Customer was treated on the scene with an unspecified amount of insulin. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid strip lot number has not been provided. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle insulinx meter was reviewed and the DHR showed the freestyle insulinx meter passed all tests before release. A tripped trend review was performed for the freestyle insulinx meter and the reported complaint. One trip was observed. Dhrs for all freestyle strips within expiration at the time of complaint was reviewed and the DHR review showed that there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was performed for freestyle strips and the reported complaint. No trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. (PMA/510(k) #) was incorrectly documented in the previous reports.

Event description:
Customer¿s brother reported that on (B)(6) 2016 customer received a reading of 32 mg/dl from her adc blood glucose meter that was lower than a subsequent reading of ¿over 300 mg/dl¿ obtained on a competitor¿s device. Caller further reported that after customer received the low reading ¿she took some sugar¿, but a few minutes later she started ¿shaking and had a headache¿ so she called her healthcare provider. The hcp arrived at her home approximately 15 minutes later and performed a test using her/his meter; receiving a reading ¿over 300 mg/dl¿. Customer was treated on the scene with an unspecified amount of insulin. No additional treatment was required. There was no report of death or permanent injury associated with this event.